Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to the left cylinder rupturing causing a fluid leak. A new inflatable penile prosthesis was implanted.